Manufacturer narrative:
(B)(4). Pt info was requested and the customer refused, reporting the info is confidential.

Event description:
The customer reported the ventilator alarmed with blower temperature high message. The customer reported the device was in use, but there was no pt harm reported.